Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services plugged the baton into a test monitor and powered the device on. The reported malfunction could not be confirmed. The device was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 3, there was no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.